Event description:
It was reported that the customer received a no delivery alarm when she was trying to rewind the insulin pump. The customer also received an off no power alarm on another day after the no delivery alarm. The customer's blood glucose was unknown. The customer stated that she treated herself with manual injections after receiving the no delivery alarms due to her high blood glucose levels. Troubleshooting was done. Advised that the off no power alarm was normal insulin pump behavior. The customer stated that she was able to prime the insulin pump successfully. Explained that there may have been an insertion site-related issue with a bent cannula or occlusion. Advised to change the entire infusion set. Advised that a replacement infusion set would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.